Event description:
The following has been reported: biomed reported: I have a pump serial# (B)(6) a message appeared on the screen:"pump problem service needed". There was no report of the issue stopping an active infusion and there was no patient harm or injury. The pump is on so someone can check the error logs in the pump. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Per the preliminary investigation, the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.